Manufacturer narrative:
Account said the CPR was stuck. He adjusted the CPR linkage to repair the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account stated the head won't raise.